Event description:
It was reported that while the ventilator was cycling on a patient, respiratory therapist noticed that the inspiratory % time potentiometer was very sensitive. The ventilator was taken off the patient, the patient was bagged, and the ventilator was swapped out with another unit. It was discovered that the inspiratory % time potentiometer was defective. The biomed replaced the inspiratory % time potentiometer, calibrated and functionally checked the ventilator. Ventilator passed all test and ran to all manufacturers specifications. There was no patient injury.